Event description:
It was reported that the device did not provide the battery voltage for review on the cardiac monitoring transmission. The remaining voltage was converted from other sources on the device and the device remains in use. No patient complication has been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed a diagnostics problem. The save to disk file (B)(4) shows time of last battery measurement = "n/a" and programmer shows "battery voltage not measured. Ran a lead impedance test to measure voltage." On (B)(4)-2012 00:16:16.